Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus on the device occurred post procedure. A watchman ® laa closure device was implanted with a complete seal during a left atrial appendage (laa) closure procedure without any problem. At the patients 45 day follow-up transesophageal echocardiogram (tee ) was performed and a thrombus was recognized on the device. This may have been caused by the patients international normalized ratio (inr) being around 1.2-1.5. There was no change to the seal of the device from the implant procedure. The patient was admitted for heparinization and observation. Two days later the patient was discharged home heparinized.